Manufacturer narrative:
(B)(4). The device was returned to baxter and the evaluation is complete. This complaint is an ancillary service event. The reported difficulty of an increased intra-peritoneal volume (iipv) event was identified through an event history log review. The cause was undetermined. Should additional relevant information become available, a follow-up report will be submitted.

Event description:
During evaluation of a returned homechoice device, one increased intra-peritoneal volume (iipv) event was identified which occurred during therapy initiated on (B)(6) 2013 at 23:37:14. During night drain cycle four, the patient's ultrafiltration reading was 1448ml, indicating the home patient (hp) drained 1448ml more than their maximum programmed fill volume of 2300ml. No additional information is available.